Event description:
No harm to patient or staff. Rn placing an IV with the saf-t intima safety system with y adapter and when needle pulled back into safety mechanism, needle went through rubber plunger exposing needle with patient's blood.